Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "air in line during occlusion testing" which was not reproduced. The alarms were confirmed during a review of the event history log and caused by continuity on pins 35, 34 of the upstream sensor flex. The upstream sensor was replaced. Additional information: cracks.

Event description:
It was reported that a spectrum pump displayed the air in line message during field occlusion testing. It was also reported there was no patient injury.